Event description:
The catheter was being used to drain a malignant pleural effusion. On removal the catheter broke and a piece remained in the pleural cavity. The pt has since died and the remainder of the catheter was removed during a post mortem. The UK dept of hlth is seeking verification that the device is not implicated. The main part of the catheter has been discarded, but the detached piece is in the hands of the doh.